Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist sleeve of a minicap transfer set had a crack and "chipped" which resulted in a leak. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury, however the patient was given prophylactic antibiotic as precautionary measure. No additional information is available.

Manufacturer narrative:
Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.